Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer called in to report fluctuating high blood glucose levels and a no delivery alarm. The customer's blood glucose level ranged from 236 to 513 mg/dl. The customer stated the alarm was resolved by an infusion set change. The customer was informed that their device was working as designed. Nothing was replaced or returned.